Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/17/2015. According to the reporter: two devices, with the same product ID and lot number, were used during this procedure and received for evaluation. One device malfunctioned and the second device functioned as expected. At this time, it is unknown which of the two devices is associated with the reported condition. Device one was evaluated. The following is the eval for device two: results: (no failure detected). Conclusion: (unable to confirm complaint).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: during firing, the clip could not be closed properly, took the shape of an "'x'". When the surgeon tried to the clip, he cut the cystic channel. He repaired the cystic channel with another clip. Tissue damage occured.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received according to the reporter: the part of the cystic channel that was cut was not intended to be cut as part of the procedure. The procedure was completed with a second clip applier. There was no post-operative bile leak. The current status of the patient is good.